Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends and kinks approximately 42.5, 80.0, 123.5, 137.0 and 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The introducer sheath was stretched approximately 3.0 cm from its proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and the introducer sheath was stretched on its proximal end. If the mid-joint is retracted through the friction lock, resistance may be experienced during advancement. Subsequently, if the introducer sheath is forcefully manipulated against resistance, damage such as stretching may occur. Upon functional testing, the ruby coil lp was unable to be advanced through the introducer sheath from its returned position, and the introducer sheath was unable to be removed distally from the smart coil pusher assembly due to the introducer sheath being stretched. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the small branch of renal artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp was unable to advance from its initial position within its introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.